Manufacturer narrative:
Biomed has changed the o2 cell and says that the ventilator passes service software every time he runs it. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from partner: "staff keeps complaining of low o2 alarms and keeps bringing the vent down to the biomed shop. The staff has brought the vent back 8 seperate times for low o2 alarms. The biomed reached out for me to submit a cer and get some information on a possible repair. The biomed is trained and will do this repair himself. "

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. The event is not reportable due to the reasons outlined in section 6.5.

Event description:
Hamilton medical ag received the following incident description from partner: "staff keeps complaining of low o2 alarms and keeps bringing the vent down to the biomed shop. The staff has brought the vent back 8 seperate times for low o2 alarms. The biomed reached out for me to submit a cer and get some information on a possible repair. The biomed is trained and will do this repair himself. "